Event description:
The customer reported, the left monitor (live image) blanked out during a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cod camera was replaced. The system was then found to be operating as intended.